Manufacturer narrative:
A visual examination under magnification of the two returned cancellous screws was performed. Both screws fractured across their threaded shafts. The fracture surfaces are dull and gritty in texture, indicating brittle fractures from a single overload event. Screw shaft breakage may occur when excessive force is applied to the screw during use to overcome increased resistance. This increased resistance can have many contributing factors such as a sudden application of an off axis bending encountering dense bone, improper pilot hole depth, or improper surgical technique. No definitive conclusion can be made. FDA MDR numbers for this complaint: 3025141-2025-00281 to 284.

Event description:
It was reported that while using a drill bit to insert a bone screw, the screw broke. No reported delay in surgery or adverse effect to the patient.